Manufacturer narrative:
The following is a closing out report from the foreign reporter. Examination: lift chain has been returned for examination. Chain articulation was checked on the production test rig. Articulation was found to be smooth with no stiff links. Conclusions: reason for chain jam remains unknown. Corrective action: lift has been fitted with replacement chain.

Event description:
Lift jammed. Pt not injured but member of staff injured her back lifting pt out of bath.